Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2011. According to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown and unavailable.

Manufacturer narrative:
A second attorney was reported with this event; contact information is as follows:(B)(6).

Event description:
Additional information received from the complainant on july 28, 2014 noted that the patient experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding.